Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. Fiducials were place prior the spaceoar injection. The procedure was performed under general anesthesia. Following the procedure, the patient experienced rectal pain and tenesmus. The symptoms lasted five days and the patient then became asymptomatic. Magnetic resonance imaging (MRI) was performed, and the scan showed good midline placement of the hydrogel, but at the apex there was indentation of the rectal wall. It was also believed the hydrogel was in the muscularis on at least once slice. The physician believed the patient had a grade 1 rectal wall infiltration. It was also reported 9.5cc of hydrogel was in the correct place. The patient did not want to delay their radiation therapy. The patient had not started the radiation therapy at the time of this report.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.